Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the anterior and flat crease. A leak test and microscopic analysis was performed which identified a striated opening, white particles and a void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening assessed as surgical damage consist in the use of some surgical tool. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Device received in the lab with no information. Healthcare professional reported the device was ruptured by the doctor while suturing. The device was not implanted.